Event description:
It was initially reported in clinic notes that the patient had an increase in seizures (B)(6) 2012. It was reported by the mother that the patient had 37 seizures in (B)(6). In the past when the patient was having difficulties she used ativan over a few days and the mother was given a prescription for ativan. The patient was reported to have been doing well since (B)(6) at the next appointment. The patient has a history of having an increase in seizure in (B)(6) and the week before her period. The patient is prescribed and administered dilantin (B)(6) to help with the (B)(6) seizures. They had taper the dilantin off in (B)(6) over 9-10 days. Good faith attempt for additional information have been unsuccessful to date. Her current neurologist responded to attempts but he did not know any information and review the clinic notes but was unable to provide any additional information. The current neurologist is in the same office the patient's former neurologist.